Event description:
It was reported that the catheter was unable to pace during use. There were no patient complications reported.

Manufacturer narrative:
Device will not be returned due to the device being exposed to an infectious disease. Without the return of the device, the complaint cannot be confirmed nor could any potential contributing factors be determined. The lot number was not provided; therefore, a device history record review could not be completed.